Event description:
When using the hemopro 2, the pa-c saw the handpiece was not cauterizing, all connections were checked and found to be ok. No cutting was performed. New handpiece opened and functioned fine. Reason for use: cad - endoscopic left radial artery harvest.